Manufacturer narrative:
Examination of the submitted instrument did not confirm the reported design concern. A search of the complaint database finds did not reveal any additional reports of design concerns against the product code since its release for distribution. The investigation could not draw any conclusions about the root cause of the reported event; however, improperly positioning is a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Too much bone was resected from posterior condyles. Femur did not fit properly. Surgeon would like to make sure that the 2.5 cutting block is designed accurately. The problem caused a surgical delay of 40 minutes.